Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that alerts triggered due to high superior vena cava (svc) coil and right ventricular (rv) coil impedances on the rv lead. A possible fracture was suspected. It was also noted that the pace/sense portion of the rv lead fractured a few years prior. The rv lead remains in use. The patient will have a discussion with their electrophysiologist before a course of action is planned. No patient complications have been reported as a result of this event.